Event description:
Surgeon doing a laparoscopic roux-en gastric bypass when the tip of a trocar broke off in the pt. Case then converted to open roux-en-y to retrieve the piece of trocar & to repair a leak at the anastomosis site. Surgeon converted to open & did an abdominal cavity search. Piece of trocar obtained from abdominal cavity. The assistant then matched the piece of trocar to the end of the trocar-appeared piece was still missing. Surgeon notified and was shown the piece that was found. Per surgeon, abdominal cavity search performed & no other pieces could be found.